Manufacturer narrative:
Info anticiapted, but unavailable at this time.

Event description:
It was reported that during a lap chole, the clips were not forming properly. A second device was opened and the procedure was completed without consequence to the pt.